Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient¿s medical history included failed back syndrome.

Manufacturer narrative:
Analysis found no significant anomaly. The implantable neurostimulator (ins) was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a faulty spinal cord stimulation battery. It was reported that the impedance test performed intraoperatively was normal. Ninety minutes post-operative, the impedances were out of range and the patient could not feel stimulation. An x-ray of the lead and battery was performed on (B)(6) 2017), the impedances were still out of range. The surgeon decided to take the patient back into theatre to check the connections where it was found that both ports (with the lead and with the boot) were flooded and filled with fluid and blood. The ins was replaced and the issue resolved. No factors were reported to have led or contributed to the issue. No further patient complications were anticipated.